Event description:
It was reported the patient had a shocking or jolting sensation. The patient had stimulation set on program 1 at 1.0 and everything was fine until the day of report when the patient started getting terrible jolts down his legs. It was reported the device was off during the call and the patient had a jolt while on the call. It was noted the jolting occurred at the lowest setting and when the device was turned off. The patient was redirected to the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0a1yk, implanted: (B)(6) 2013, product type: lead. (B)(4).